Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 318 mg/dl, 124 mg/dl, and 176mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.